Event description:
A malfunction related to a momentary power loss to the vibrator motor was reported, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.